Event description:
The device was used during a gastric bypass. After the device was fired, the device was difficult to remove from the tissue. The surgeon opened the instrument, cleared the tissue and completed the case without further incident. There were no consequences to the patient.